Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker implant, after several attempts to fixate the lead at the atrial position, the scroll locked preventing repositioning and removal. The lead was successfully replaced.

Event description:
New information received notes the patient's gender and that the patient was in stable condition post-procedure.